Manufacturer narrative:
The events of lymphoma-alcl-suspected and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and lump/nodule. Article citation: ¿fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj. Vol21. August2019.

Event description:
Through the journal article "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence" it was reported a patient diagnosed with bia-alcl. Bia-alcl markers not provided. The patient presented with ¿nodule¿ and was treated with ¿implant removal and chemotherapy¿. 2 weeks later a relapse is reported. The affected side has not been provided. The device was explanted.

Manufacturer narrative:
Upon further review, this report is a duplicate of mrn 2024601-2011-00664. Any additional information received will be reported under mrn 2024601-2011-00664.

Event description:
Upon further review, this report is a duplicate of mrn 2024601-2011-00664. Any additional information received will be reported under mrn 2024601-2011-00664.